Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 414 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer advised that it was not take a bolus over 400 mg/dl. Customer stated that she gave a bolus and it started to come down a little but then went back up. Customer stated that she just finished taking antibiotics about 3 days ago from being sick. Customer stated that she was in auto mode and the insulin pump was asking for a blood glucose so she gave it one and now it wants a calibration. Customer stated that she has been using sets for 17 years and has a lot of scar tissue. Customer tried to insert a new set and it bled. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.